Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case clip broke from the customer¿s belt loop. Subsequently, the pump case fell, causing the infusion set to be pulled out and causing the customer pain. No reported adverse impact to the customer's blood glucose.